Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a bilateral diep (deep inferior epigastric perforator) procedure, in which coupler and a vessel everter device were used to anastomose the internal mammary artery ima (3.0mm) and diep (3.0mm) arteries. After a successful eversion of one artery onto the coupler pins, the surgeon was unable to complete the eversion of the second artery on all pins of the coupler (only 2-3 captured), subsequently, the artery ¿was picked up¿ with forceps to complete eversion. It was reported the intimal wall began to tear, so the surgeon removed the coupler, trimmed the artery, and completed successful anastomosis with 9.0 suture. An unspecified impact/harm to the patient was reported to have occurred. The patient outcome was reported as ¿a successful anastomosis was achieved by suturing the vessels¿. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.